Event description:
It is reported that the pt's elbow was revised due to failure of the components.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The activity level of the pt is unk; however an additional complaint has been received for this pt due to linkage failure. This could indicate the pt is non-compliant with the five pound restriction. The inner pin was modified to increase the performance of the pins; particularly in non-compliant pts. The pin in the complaint was produced prior to this change. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.